Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error icon displayed occurred for a receiver with a serial number of (B)(6). However, two charging accessories were returned for evaluation. The first accessory was evaluated. A charging test was performed and passed. An external visual inspection was performed and passed. The second accessory was evaluated. A charging test was performed and failed due to cable damage. Pictures were taken. An external visual inspection was performed and failed due to cable damage. The usb connector inspection was performed and failed due to defective usb connector. Pictures were taken. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.